Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter and hypoglycemia on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that he took one unit of humalog before work because his cgm alerted him that his blood glucose level was 200 mg/dl. The patient then took another two units of humalog at work. The patient stated that he passed out and his coworkers called paramedics. Paramedics treated the patient with d10 and an intravenous drip. The patient was taken to (B)(6) medical center and was observed for 12 hours before being released. Patient was not entering values promptly. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not enter fingerstick values promptly and accurately. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Additionally, diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.